Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 13 days. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the lvad system was producing several high flows and power spikes. A log file provided to the manufacturer¿s technical service representative confirmed an increase in power and a decrease in average pi over time. The data is showing a type of trajectory that has been linked to the possible presence of thrombus. It was confirmed on (B)(6) 2018 that the patient was discharged home. Additional information was requested but was not provided.

Manufacturer narrative:
The report of pump power elevation was confirmed through the evaluation of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2018 that patient was fluid overloaded and treated with lasix.